Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an electrophysiology study for ventricular tachycardia, a pericardial effusion occurred. Mapping was performed in the right ventricular outflow tract, the coronary sinus, the aortic cusps, and the left ventricle. Access to the coronary sinus was difficult so the steerable introducer was advanced into the sinus to provide stability for the ablation catheter. It was indicated a dissection of the coronary sinus may have occurred at that time. Near the end of the procedure, an echocardiogram revealed a pericardial effusion, for which a pericardiocentesis was performed. The patient was admitted overnight for observation and discharged the following day in stable condition. There were no performance issues with any sjm device.